Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 377760, lot# v013670, implanted: (B)(6) 2006, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 377760, lot# v001491, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and degenerative disc disease/herniated disc pain. It was reported that the patient saw the ¿call your doctor¿ icon and the elective replacement indicator (eri) message. A coupling problem was reported. It was taking the patient longer to charge than in the past. The patient had the implantable neurostimulator (ins) half charged. They had charged forover 4 hours, and it had not reached a full charge. It had taken 40 minutes to get past the recharger wait screen. The patient was able to immediately get the recharging screen while on the phone. The patient sometimes got 4-5 coupling boxes, but then dropped to 2-3. The patient used the adhesive disks to charge and pressed the antenna with her hand. The patient¿s palm was red from holding the antenna. The patient had the recharger that pre-dated the antenna locate software. Additional information received from the patient reported that during trouble shooting they were instructed to rotate the antenna. Doing this increased their coupling by two bars. They were unable to attend their scheduled appointment on (B)(6) 2015 but they did have a replacement scheduled for (B)(6) 2015 pending insurance approval.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.